Event description:
Through operative reports for the right side revision, it was noted that the patient also underwent a left hip revision surgery due to persistent pain for the femoral component only. The system was replaced with a tha. The patient was transferred to the pacu in stable condition.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the cup/head involved. If this information becomes available at a later time, the task will be reopened and completed. As no device part/batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical documents related to implantation or revision of the left hip were received for investigation. The left hip revision was noted in the revision operative report for the right hip ((B)(4)), but other than implantation and revision dates, no other information was received in relation to the left hip revision. Without the relevant documents, we are unable to conduct a thorough medical assessment. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Left hip revision surgery of the femoral component only was performed.